Manufacturer narrative:
B3 - date of event: updated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The patient¿s outcome was not considered to be device related, and it was reported that the device operated as expected. An autopsy was not be performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including respiratory and renal), wound dehiscence, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provided information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to pulmonary failure/ multi-system organ failure and subsequent withdrawal of care. An autopsy was not performed. The device would not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient's multi-system organ failure consisted of pulmonary hemorrhage, gastrointestinal bleeding, acute kidney injury, respiratory failure with bronchopleural fistula, pneumonia and bacteremia. The patient was admitted on (B)(6) 2024. The onset of the infection was reported to be on (B)(6) 2024 and (B)(6) 2024. The source of the infection was pneumonia/bacteremia/sternal wound dehiscence after wound vac. A sputum culture, an e. Coli/blood culture which was gram negative, and a chest sternal wound culture were performed. At the time the infection was treated with antibiotics, a bronchoscopy, a sternal wound debridement and a wound vac placement, and a tracheostomy. The plan of care at the time was to continue vancomycin, narrow meropenem to ceftriaxone 2 grams every 24 hours and monitor for fevers. The events were not considered device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.